Event description:
The patient with opll had anterior cervical decompression fusion in 2006. It was found through x-rays a week later, that the plate detached from the cervical. The screw on the left c3 and the both screws on c5 are still attached to the plate whereas the screw on the right c3 was through the plate and stayed in the c3. The patient had a revision surgery.